Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left external iliac artery (eia). Following the deployment of a 10x100 epic vascular stent in the common iliac artery (cia) through the eia, an 8x60x75 epic vascular stent was deployed to treat the lesion. However, after deployment, the stent delivery system (sds) could not be removed. To resolve the issue, a sheath was advanced and the sds was moved proximally and then the sds started to move. The sds was removed through the sheath and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Returned product consisted of an epic self-expanding stent system. Visual inspection of the device revealed 2 kinks on the inner shaft. One was located at 6.5cm from the tip and the other at 10cm from the tip. Visual examination showed that the device had blood in between the inner and outer shaft. The stent was not returned with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left external iliac artery (eia). Following the deployment of a 10x100 epic¿ vascular stent in the common iliac artery (cia) through the eia, an 8x60x75 epic¿ vascular stent was deployed to treat the lesion. However, after deployment, the stent delivery system (sds) could not be removed. To resolve the issue, a sheath was advanced and the sds was moved proximally and then the sds started to move. The sds was removed through the sheath and the procedure was completed. No patient complications were reported and the patient's status was good.